Event description:
A physician reported that ophthalmic handpiece ultrasound could not be used during the cataract surgery. The surgery was performed and completed after replacing the with another one. No patent harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in b.1., b.2., b.5., h.1., h.6. And additional information provided in d.9., h.3. And h.11. Upon further review, reported event ultrasound (us) could not be used during surgery is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The event is only related to priming failure of fluidics management system (fms). No further reports will be scheduled under mfg. Report num. 1644019-2024-01479. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The event ultrasound (us) could not be used during surgery is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The event is only related to priming failure of cassette.